Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the stem was revised due to deformed trunnion.

Event description:
It was reported that the stem was revised due to deformed trunnion.

Manufacturer narrative:
Expiration date corrected; date of implant corrected. An event regarding damage involving a citation stem was reported. The event was confirmed through mar. Method & results: product evaluation and results: a material analysis has been performed. The report concluded: "damage was observed on the stem trunnion and head taper. This damage was consistent with a wear mechanism due to the head taper and stem trunnion losing their taper lock. Debris was observed on the returned stem and head. Eds showed the stem was consistent with astm f1813, the head was consistent with astm f1537, and the samples of debris were consistent with a corrosion product, material transfer from the stem and biological material." Clinician review: no medical records were received for review with a clinical consultant. Product history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that stem was revised due to deformed trunion. Material analysis of the returned device was performed that concluded that damage was observed on the stem trunnion and head taper. This damage was consistent with a wear mechanism due to the head taper and stem trunnion losing their taper lock. Debris was observed on the returned stem and head. Eds showed the stem was consistent with astm f1813, the head was consistent with astm f1537, and the samples of debris were consistent with a corrosion product, material transfer from the stem and biological material. No further investigation for this event is possible at this time. If the additional information are received, this investigation will be reopened and re-evaluated.